Manufacturer narrative:
Device was used for treatment, not diagnosis. The exact date of the procedure is unknown. Reportedly the procedure may have taken place in 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
While working on a presentation with a surgeon, one of the slides noted a matrixrib plate removal due to an infection. The date of the procedure is unknown. Reportedly the procedure took place sometime in 2010. No further information was provided. This report is for an unknown matrixrib screw. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Patient implanted with matrixrib construct after crush injury with non-union on an unknown date in (B)(6) 2010. Date of implant was reported as (B)(6) 2012. Date of explant was reported as (B)(6) 2012. Placeholder.

Event description:
This is 2 of 31 reports for complaint (B)(4).